Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with a damaged lcd and cracked housing. The device was tested 3 times for pressure, all 3 tests were out of specification. The customer's reported issue was confirmed. It's recommended to replace the downstream sensor to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "downstream occlusion is out of spec". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.